Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 450 at the time of hospitalization and was treated with intravenous insulin. The customer had symptoms such as diminished consciousness and was confusion. The customer reported that they did the occlusion test and the insulin pump alarmed. The customer had suspended the pump until the morning of the call. The caller had performed an occlusion test, self test, and displacement test prior to the call, and the pump passed. Troubleshooting was not completed as the caller declined. The customer experienced low blood glucose on (B)(6) 2020 the day before the high with blood glucose of about 26 mg/dl at the time of the incident. The customer over corrected the low causing them to go high. The customer was unsure if they had a backup plan available. The customer reported that the drive support cap appeared normal or slightly indented. The customer does not allege that the insulin pump was under delivering. The customer declined to perform the carelink upload. The insulin pump will not be returned for analysis.